Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the pt presented to the emergency room (ER) due to loss of feeling to his legs upon waking and then the inability to articulate or find his words. He was evaluated initially by the ER physician where basic labs were obtained. International normalized ratio (inr) was 3.2. Anticoagulants included coumadin, asa, and plavix. Symptoms had resolved by the time the pt arrived with the exception of intermittent expressive aphasia. The pt's inr was reversed with fresh frozen plasma and intravenous vitamin k. Hydralazline dose was increased and amlodipine was added. A computed tomography (CT) head revealed "left frontal hemorrhage". The neurosurgeon reviewed the image and felt it was more of a frontal contusion. The pt was admitted to the hosp for monitoring, observation and blood pressure management.

Manufacturer narrative:
The pt remains ongoing with the implanted device and no further issues have been reported. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.

Manufacturer narrative:
The manufacturer was unable to conduct an investigation as the patient remains ongoing with the implanted device. No further issues have been reported. A review of the device history record revealed the device met applicable specifications. Based on the information available and due to the device not being returned for analysis, no conclusion can be drawn as to the cause of this event. No further information is available. The manufacturer is closing its file on this event.

Event description:
Additional information: the patient was discharged, hemorrhage resolved, no deficits.